Event description:
Allegedly, unit powers up and then it intermittently shuts down and then goes on again.

Manufacturer narrative:
Additional information will be provided once investigation is completed.